Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was 190 mg/dl at the time of incident. Customer states they did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Customer stated that scroll bar was not moving with no input. Customer stated that insulin pump button was responding but had to press the button multiple times before the it will go to the next option or next screen. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).